Event description:
It was reported that the fault indicator light of a versajet ii console was on and the unit wouldn¿t prime. No case involved.

Manufacturer narrative:
The device intended for use in treatment was returned for evaluation. A relationship between the reported event and device could be established. A visual inspection was performed on the exterior of the product and the chassis and lid were observed to be bent. Functional inspection was performed and showed the complaint of error led activated was confirmed. Both the power supply and the main control pcb are defective. The root cause has been determined to be defective electronic components. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. A complaint review indicated other failures reported. This investigation is now complete with no further action deemed necessary. Smith and nephew will continue to monitor for adverse trends related to this product.